Event description:
(B)(6). Date of event: (B)(6) 2012. According to the information received inserted a catheter and no urine would drain. She immediately called her physician who scheduled an appointment. When she examined the catheter she noticed that there was no eyelets. No injury was reported

Manufacturer narrative:
The product was returned and it was visually verified that the eyelets were missing. Based upon examination of the returned product this complaint can be confirmed as reported.